Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duovent spike set had a leak. The set had leaked a non-baxter drug prior to patient use. The customer stated that the leak occurred from the vent. Additional information was requested but is not available.